Event description:
It was reported during use that the cardiosave intra aortic balloon pump(iabp) had an abnormal helium level displayed on the device. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.